Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp and verified the saline contaminated parts. To fix the issue, the fse replaced the power control board, front end board, thermal printer, and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that during use on a patient, water spilled in the cardiosave intra-aortic balloon pump (iabp). No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
The device history record (DHR) for this iabp was reviewed and no non-conformance related to the reported event were noted.

Event description:
It was reported that during use on a patient, water spilled in the cardiosave intra-aortic balloon pump (iabp). No patient harm, serious injury or adverse event was reported.